Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and was undefined. A lead impedance out of range alert was indicated. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Maximum atrial pace impedance rises from an approximate baseline of 500 ohms to greater than 1000 ohms or undefined the week ending (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead impedance values were high and a possible lead fracture was suspected. The lead also showed oversensing of noise on stored data as well as undersensing with fluctuating p-wave levels. The patient reported symptoms of dyspnea. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).